Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that (B)(4) considers not reportable. During the investigation the pump history was also reviewed. The pump history shows that the pump had had the non-factory recertification started by a third party servicer in 2017, but that it was never completed. Several infusions are observed in the history after the calibration is not completed. The unfinished calibration performed by the third party servicer caused the pump to over infuse. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump motor "infused irratically". They stated that this occurred during a test for the downstream occlusion alarm, and had not had a patient involved in the complaint. After the pump was returned to (B)(4) the pump did over infuse at a rate that (B)(4) considers reportable. [Complaint-(B)(4)]